Event description:
During an incident on 03/15/2000 involving a pt in cardiac arrest, the defibrillator prompted "low energy needs service" and at shock delivery, the pt did not respond as if shocked. The initial crew used a lifepak 12 that would not function due to a "paddle leads off" problem. The hs3000 was then used with a red manual mcm. The unit charged and the charge was delivered, but the pt had none of the muscular twitching indicative of a shock. A second attempt was made with a replacement battery and the same thing happened. A 3rd unit was used to deliver the 2 360j shocks requested by telemetry. The ambulance call report lists the pt was asystole throughout the treatment. 3 of 4 reports mention a prompt of "low energy need service", the uor summary reports the prompt as "service machine low battery". One report states "we received an order from telemetry to defibrillate the asystolic pt."